Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. Impella flows initiated without problems when they panned out on fluoro and noticed a loop in the impella catheter above the motor housing. Loop did not release with gentle pull back. Impella dropped to p1 and removed from ventricle, no matter how much the physician pulled back, the loop would not release and only got tighter when it was pulled into the iliacs. Impella cannula was moved and looped section back into the main body of the aorta. Peripheral balloon inserted and inflated just below loop in catheter, impella gently pulled back, and loop released. Impella explanted without issue. The catheter and impella wire both have kinks where the area of the loop was. The impella 0.018 wire was difficult to remove from the impella device on initial insertion. It is intact but is kinked.

Manufacturer narrative:
The investigation for the product kink has been completed. The catheter was returned for evaluation. Upon evaluation, the catheter kink was found at mark 17, 19, and 24. No other issues were found on the rest of the pump. The root cause of catheter kink was unable to be determined as limited clinical details were provided. Added- h6 impact code 4627 corrections to the initial MFR report: d4-model number.